Event description:
On (B)(6) 2018 debris was found in sterile pack upon opening for sterile field. The patient was not in the room. On (B)(6) 2018, a shipping label from another item was found in the middle of the internal tray of the major general pack upon opening for sterile field. The debris was found by the scrub tech who broke down the set-up and retrieved a new pack. The patient was not in the room and it did not reach the patient. The pack was given to the materials management department and an incident report was entered in ers. Not used - discarded. Diagnosis or reason for use: bilateral inguinal hernia repair. The product is not compounded; the product is not otc.